Manufacturer narrative:
Concomitant medical products: 4068 lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leads exhibited low impedances and noise on electrogram. A revision was planned, and the leads remain in use. No patient complications have been reported as a result of this event.